Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high impedance and no capture. Additionally, the physician was unable to extend the lead helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead was found to be damaged at implant. The analyst noted that the lead was received with the helix stretched and bent out of specification. It was not possible to determine when this occurred. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.